Event description:
When the user downloaded the app to test for covid. Got repeated error: "problem with test". It said try another test strip. This occurred when the user tried to capture the qr code. Tried many times. Tried using written instructions and got a result. Not sure given the error if the results are any good either. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.